Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned by the customer, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane of the cassette was torn. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.